Event description:
It was reported that the device received an error 232.6040. No patient involvement was noted.

Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
It was reported that the device received an error 232.6040. No patient involvement was noted.

Manufacturer narrative:
Technical support troubleshoot with the customer over the phone and confirmed customer reported issue of: 8100 error 232.6040.. Technical support - replace display board. Return the module to the factory.` a review of the device history record for (B)(6) was performed from date of manufacture 06/02/2014 to the present date 10/15/2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Based on the troubleshooting results, technical support determined that the proximate cause of the customer¿s reported issue. Technical support - replace display board. The customer¿s reported problem was confirmed. There is not enough information in the file to determine if a CAPA should be referenced h3 : no product returned.

Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
It was reported that the device received an error 232.6040. No patient involvement was noted.